Event description:
It is reported that the device was implanted in 2008 and the patient was revised the following month, due to being unable to bend knee and patella was tracking laterally.

Manufacturer narrative:
Evaluation summary: the complaint reports that less than 1 month after a revision surgery, the all-poly patella and articular surface were replaced to correct the patient's inability to bend the knee and lateral tracking of the patella. The nexgen all-poly patella 38mm x 9.5mm was replaced with the smaller nexgen all-poly patella 35mm x 9.0mm, and the nexgen lps articular surface fem e/f - tib 7-10, 14mm was replaced with the thinner nexgen articular surface fem e/f - tib 7-10, 12mm. Insufficient information exists to determine why the patient could not bend the knee, why the patella was tracking laterally, and why the smaller patella and thinner articular surface were used. The lateral release performed during the second revision suggests that in the first revision ligament tension may not have been desirable. H6: evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.